Event description:
System failed to start and smoke was noticed coming from the computer assembly. Analogue board had blown a fuse.

Manufacturer narrative:
All pertinent information available to abbott medical optics (amo) at the time of this report has been submitted.

Manufacturer narrative:
The laser system is a wet lab demo unit that was repaired and returned with no investigations expected. There were no adverse events related to the reported event and no additional information is expected.